Manufacturer narrative:
Device evaluated by manufacturer:the nc quantum apex catheter was received inside a carrier tube (hoop) within a nc quantum apex product pouch that matched the information on the device. There was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2.5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the target lesion located in the mid left anterior descending artery. A 2.25x16mm nc quantum apex balloon was advanced for post dilation, however, the balloon ruptured on the 1st inflation at 14 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the target lesion located in the mid left anterior descending artery. A 2.25x16mm nc quantum apex balloon was advanced for post dilation, however the balloon ruptured on the 1st inflation at 14 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.